Event description:
There was an allegation of a questionable elecsys cea assay result for a patient sample tested on the cobas 6000 e601 module. The initial result was 235 ng/ml. The repeat results were 5 ng/ml on both occasions. The sample was repeated at another lab and the results were 225 ng/ml and 237 ng/ml. No erroneous results were reported out.

Manufacturer narrative:
The reagent lot number is 854602. The expiration date was requested but was not provided. The investigation is ongoing.